Event description:
Call from dr., he said he implanted a pacemaker and discharged the pt. He said at home the pt noticed swelling around the pacemaker which spread laterally toward axillary region. He said she also developed redness over the pacemaker and to the neck. He said the pt didn't get concerned until a few nights later when she developed itching and chills. She revisited the dr. About a week to 10 days later and was admitted to the hosp. For cultures, IV antibiotics and was seen by a dermatologist. He said pt was treated with compresses and a topical steriod cream after which she got "dramatically better" and is now fine. He said the pt was prepped with duraprep and draped with ioban with steristrips placed over the site. He said there were tiny blisters under the steristrips, mostly at the ends with the brightest areas under the steristrips. He said the derm thought it was contact dermatitis.